Event description:
On (B)(6) 2022, the customer alleged to medela llc while using pump in style maxflow pump it had no suction. Mom is using her older pump currently to express her milk. The customer also alleged she developed mastitis from her pump in style maxflow since it was not emptying her breast milk. She was prescribed medication to treat the mastitis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verified no milk backup occurred; disassembled, inspected, cleaned and/or reassembled kit and tubing set; verified correct breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation ((B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 04/20/2023. The device was tested with a lab kit and lab power supply and the issue of low suction was reproduced. Milk residue was found on the motor aggregate (internal motor & pump assembly) and motor chassis. After cleaning and retesting the motor aggregate cycle readings are in specification.